Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level due to the issue was reported to be above 400 mg/dl, although a specific value was not provided. The customer addressed their bg with a manual injection. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.